Manufacturer narrative:
Batch review performed on 31 may 2024: lot 2339382: (B)(4) items manufactured and released on 26-oct-2023. Expiration date: 2028-10-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2339902: (B)(4) items manufactured and released on 08-nov-2023. Expiration date: 2028-10-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no other similar reported event during the period of review.

Event description:
At about 1 month from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.